Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were experiencing irritation and severe dryness of their tongue, lips and mouth. They stopped wearing the retainer while they were being treated for oral thrush. When the symptoms went away they resumed wearing the retainer and the symptoms returned. When they stop wearing the retainer their symptoms reside, if they wear the retainer the symptoms returns. The believe they are allergic to the retainer. Requested additional information, and for them to visit their dentist. Provided information on thrush.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.